Event description:
A hospital in (B) (6) reported via a fisher and paykel healthcare representative that during a service check on an rd900aeu neopuff infant resuscitator, it was noted that the device was out of calibration and consequently not giving a correct reading. Physical damage was detected on the valve assembly. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Following the servicing of the rd900aeu neopuff infant resuscitator, both the manometer and valve assembly components of the unit were replaced and the neopuff was performance tested. Subsequent to verification of the device's performance, the neopuff was returned to the hospital and is currently in use. The manometer and valve assembly components were discarded and are therefore not available to be returned to fisher and paykel healthcare for examination. As the allegedly faulty components are not available for further testing, we have requested additional info with which to complete our analysis of this incident. We will provide a follow-up report following completion of our analysis.